Event description:
Following procedure for biventricular aicd left ventricular lead upgrade 0 014" whisper guidewire fractured an approximately 5" portion retained in coronary sinus to right atrium unable to remove.